Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer turned off by itself. It was recommended to return the programmer for service but the current status is unknown. No patient complications have been reported as a result of this event.